Event description:
Note this patient has two leads with the same lot number. It was reported the patient has had several episodes of falling after experiencing muscle weakness in her legs. X-rays and a CT scan was done and revealed one of the leads has migrated. The patient has turned off the scs system. The physician plans surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.